Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to successfully charge the pump. Blood glucose level was 121 mg/dl.